Event description:
It was reported that during a scheduled filter retrieval, the physician identified that the filter's apex and the filter struts had perforated the ivc. The perforation was at the level of the l2-l3 vertebrae and approximately 2mm to 4mm of the limbs were perforating the ivc. There was no dye extravasation noted. Additionally, the filter showed an approximate 20 degree tilt. The filter remains implanted and the pt was reported to be asymptomatic. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This was the only complaint reported to date for this mfg lot number. There was nothing seen in the DHR to indicate that there was a mfg related cause for this event. The device remains implanted, therefore, a product eval could not be performed. The event investigation is currently underway.